Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although a specific value was not provided. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 7 days later with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended, however, the customer's continuous glucose monitor was not available due to a customer not changing out a non-tandem expired sensor. Tts educated the customer on insulin labeling and changing out their expired sensor in order for the pump to receive bg values, customer acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Device not returned.